Event description:
The patient contacted animas on (B)(6) 2012, alleging that she woke this morning at 7:15 am with elevated blood glucose (bg) of 390 mg/dl, a severe headache and blurred vision. The patient additionally reported mild thirst. The patient stated she did not check for ketones. The patient reported that she treated the elevated bg with a 12-unit correction bolus via syringe per instruction from her healthcare provider (hcp) and the bg came down to 254 mg/dl at the time of the call. The patient was on a backup plan per her hcp at the conclusion of the call. The patient reported that upon waking in the morning, the pump had no power or auditory functionality. The patient stated she was uncertain what time the pump had powered off, but recalled hearing the pump delivering bolus insulin at 7:00 pm the prior night when she went to bed. The patient denied physical damage to the pump and no moisture visible in the pump. This complaint is being reported because the patient experienced elevated bg while using a pump that lost power during the night for an unknown reason.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the black box history revealed that the last basal delivery was on (B)(6) 2012, at 8:11am. The pump was turned "off" at that time and was turned back "on' on (B)(6) 2012, at 4:08pm; no deliveries were made by the pump during that time. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no damage or moisture found to the battery compartment. The battery cap was found to maintain electrical connection. The pump powered "on" with no issues and the "ez-prime" steps were successfully performed. The pump was tested for 24 hours with no rebooting issues or alarms. A"replace battery" alarm was induced and the pump gave the appropriate visible and audible alert. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no intermittent issues were found to the pcb or to the power flex. No moisture ingress was noted inside the unit.